Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm. Problem isolated to force sensor. Unable to confirm failed battery alarm due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error and failed battery alert. The customer¿s blood glucose level was 70 mg/dl at the time of the incident. The customer was performed troubleshooting. The insulin pump was not bumped or dropped. Advice to discontinue use of the pump and recommended customer refer to back up plan per hcp instruction. The insulin pump will be returned for analysis.